Event description:
The customer contacted stryker to report that their device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. The device would not continue powering on past the initial boot-up screen. The cause of the reported issue was isolated to the system pcb. Due to part unavailability, the device is not able to be repaired. The customer has provided information to obtain a replacement.